Event description:
The customer contact reported sparks. The device was connected to an unspecified gemstar pump, and was plugged into ac power. It was reported that after the pump was powered off, sparking was noted from an unspecified location on the docking station. There were no adverse effects to the healthcare professional. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found internal charred components and a blown fuse. This was probably due to a power surge.